Manufacturer narrative:
"Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, it has been found our that the software version of the unit is 4.6b. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical problem with avea ventilator. The uim (user interface module) is not working after replacing the internal battery. Furthermore, there was no patient involvement reported with this event.